Manufacturer narrative:
(B) (4).

Event description:
During implant, impedance measurements were < 50 ohms between electrodes 4 and 12. All other electrode pairs were normal. The cause of the problem was unknown. It was noted that there was no need to program those electrodes together; most likely each lead would be programmed independently. Following implant, the patient had great coverage and was doing very well. It was unknown if the low impedance resolved.